Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen suddenly went to a black screen with a loading symbol. The customer manually rebooted the machine, but it remained stuck on that screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen. A field service engineer found that the station was stuck on blue windows screen updating and was unable to reboot successfully to recover, had to be reimaged. Removed and replaced hard drive with new hard drive and reimaged the station to pas 174. Data synchronization, wsus, ntp, eset installation, bio ID driver installation, remote support service agent and component manager were installed. Station was back up and to resolve the issue. The system functioned as intended after the field service engineer repaired the device.